Event description:
(B)(4) center of synthes (B)(6) informed synthes product service, (B)(6), that multiple unopened transverse and transconnectors were found on incoming inspection to have the screws completely separated from the devices inside the packages. This is 2 of 6 reports for the same event.

Manufacturer narrative:
The original lot number, 6171349, was us lot. Lot number received once device was repackaged at (B)(4). A review of the manufacturing record has been requested. Device was returned (B)(4) 2010, not available for eval at this time. See scanned pages.